Manufacturer narrative:
The device was not returned for evaluation. The device history records were reviewed and there were no non-conformances thought to be related to the reported event. (B)(4) iris damage, hyphema, iop elevation, and inflammation are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 04/06/2016.

Event description:
During cataract surgery with attempted istent implantation in the patient's left eye, the patient moved suddenly as the surgeon was exiting the eye with the inserter and stent (stent had not been implanted). As a result, the stent became caught on the iris, tearing the iris root and all the iris was inadvertently removed except for the temporal 2 clock hours. No stent was implanted in the eye. The surgeon conferred with the glaukos medical monitor on (B)(6) 2016, who reported the following information. Postoperatively, the patient presented with hyphema, inflammation, and intraocular pressure (iop) in the 30 mmhg range (on glaucoma medications). The optic nerve appeared relatively healthy, vision was 20/40, but patient has glare as a result of the iris damage. The surgeon plans to treat the iop medically and will monitor as the hyphema and inflammation resolve. A tinted contact lens will be prescribed to help with glare symptoms.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was provided by the physician. The patient's preoperative bcva in the operative eye was 20/30 and preop iop was 21 mmhg. Postoperatively, the hyphema caused iop elevation; iris damage resulted in glare and cosmetic iris damage that is bothersome to the patient. A cosmetic contact lens has been prescribed and iris prosthesis is being considered. The patient was examined on (B)(6) 2016 and bcva remained at 20/30 and iop was 28 mmhg. The patient's current status is stable with no inflammation.